Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as event onset, the patient was hospitalized for the peritonitis. The same day the patient was treated with intraperitoneal (ip) injection of refline 1gram (frequency not reported) and ip injection of amikacin 500 mg (frequency not reported). The patient was admitted to the intensive care unit the same evening of hospital admission for another indication. The following day the patient passed away. The cause of death was reported as due to low blood pressure. An autopsy was not performed. The patient was not recovered from the peritonitis event. Antibiotic therapy was ongoing at the time of death. Dianeal therapy was ongoing until the time of death with ¿no reported problem¿. No additional information is available.